Event description:
Table leg broke on massage table when independent sales rep sat on table. No injury associated with incident.

Manufacturer narrative:
Chattanooga group is the specification developer in regards to the labeling and master home products is the manufacturer of the massage table. The massage table involved in the reported event has been returned to the manufacturer. A supplemental 3500a will be provided when further details regarding the complaint investigation are available.